Manufacturer narrative:
A getinge authorized dealer's filed service engineer was the one who performed the repair that was mentioned in mfg follow-up #1.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10, h11. Corrected fields: d1, d4, d9, g1.

Manufacturer narrative:
Device not accessible for testing: device is not accessible for testing due to the customer not requesting repair service. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. The full name of the event site is (B)(6) hospital.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) display appeared black during transport. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device (10): a getinge service representative reported that the engineer replaced the motor control board and the purge valve assembly to fix the reported issue. All functional and safety checks to meet factory specifications were performed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a